Event description:
The company received a report where it was claimed that a crna was removing the ventilator circuit from the tube and discovered that the connector was cracked and there was a piece missing. A bronchoscope was performed and the missing plastic piece was discovered below the pt's vocal cords. Extubation and reintubation of a replacement tube was performed. An x-ray and scan was performed and the plastic piece could not be found. The caller reported that the piece may have adhered to the tube when it was removed. The caller reported that the pt was under observation but the pt is doing great.

Manufacturer narrative:
The caller reported that the tube was discarded; however, the connector piece was saved and is being held by the risk management department. Covidien technical support has made multiple efforts to collect further details related to this report and to request the connector be returned for analysis. If the customer elects to return the connector piece and significant info is identified, a summary of the investigation results will be provided in a supplemental report.